Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, unexpected battery power loss, failed batt test, keypad/button unresponsive/button error, harm reported with no reported allegationof a device malfunction. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7020pla, mmt-1884, mmt-399a, mmt-332a. Troubleshooting was performed. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. No further patient complications were reported. No product return is required for mmt-7020pla. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 24-dec-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Low battery alert was found on: 12/23/2024 12:34:00.000 12/24/2024 13:49:00.000 insert battery alarm was found on: 12/22/2024 18:00:21.000 12/22/2024 22:11:09.000 12/23/2024 13:41:13.000 to 12/23/2024 14:31:01.000 12/24/2024 13:50:16.000 power loss alarm was found on: 12/23/2024 14:32:04.000 failed battery alert/battery failed alarm was found on: 12/23/2024 13:43:57.000 12/23/2024 13:44:03.000 12/23/2024 14:21:43.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and power loss alarm were expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected low battery alert, power loss alarm and failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 27.0 received the lowbatteryalert (104) on 12/24/2024 13:49:00 faster than expected at 0.97 days. Battery cycle 12.0 received the lowbatteryalert (104) on 12/23/2024 12:34:00 faster than expected at 0.6 days. Battery cycle 6.0 received the lowbatteryalert (104) on 12/15/2024 08:40:00 faster than expected at 0.0 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 24-dec-2024 in the formatted history file. Sensorerroralert (801) was found on: 12/21/2024 12:52:55.000 12/21/2024 13:02:00.000 sgcalibrationerror (776) was found on: 12/21/2024 08:09:02.000 12/21/2024 23:05:32.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. All buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Unexpected battery power loss was confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for keypad anomaly and failed battery alert/battery failed alarm were not confirmed. However, unexpected battery power loss was confirmed due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.